Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer experienced low blood glucose of 48 mg/dl. The customer's low blood glucose started at 74 mg/dl. The caller stated that the customer treated the low blood glucose with food and juice. The caller was unable to troubleshoot for low blood glucose. The caller stated that they gave bolus for blood glucose reading of 256 mg/dl then blood glucose went low to 48 mg/dl. The caller mentioned that they were in the hospital prior to low blood glucose. The insulin pump will not be returned for analysis.